Event description:
Analysis of an explanted generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the backup cap pos to can test. With an external capacitor (4.0nf) connected between the pulse generator case and positive output, a comprehensive automated electrical evaluation showed that the pulse generator is operating according to functional specifications. This shows that the positive feed-thru capacitor was electrically open. The most probable root cause for the backup cap pos to can test was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.